Event description:
It was reported by service report that there was a weld broken on the side rail spindle and the side rail will not latch. No patient involvement or adverse consequences are reported.